Manufacturer narrative:
Reporter is a sales representative. A product investigation was conducted. Visual inspection: the device was received at cq. The distal tip- threaded portion was found to be rounded/worn. The complaint can not be confirmed for pitting reported condition. Conclusion: after a visual inspection, it is determined that the device is worn from repeated use and servicing therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities a device history record (DHR) review was conducted: part # 03.010.110, synthes lot # 5615491, supplier lot # na, release to warehouse date: 08 oct 2007. Manufactured by synthes (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during an inspection it was noticed that one (1) stardrive screwdriver's end was pitted, and one (1) straight pelvic osteotome's blade on the end was pitted. There was no patient involvement. During manufacturer's investigation of the returned devices it was observed that the distal tip- threaded portion was found to be rounded/worn. This device condition was reassessed and determined to be reportable on july 1, 2020. This report is for one (1) cannulated stardrive screwdriver t40/self-retaining. This is report 2 of 2 for complaint (B)(4).